Event description:
It was reported that the patient fell off skateboard and broke his radius again. The implanted plate bent. Patient was revised.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate was bent was confirmed. Based on the investigation, the root cause of the bent plate was attributed to a patient related issue. It was reported that the patient fell off a skateboard and broke his radius again, bending the plate, which was fastened to the bone with six screws. Dents on the surface of the plate indicate that the plate was slightly bent into shape before implantation, and the further bending may have occurred due to the post-operative fall of the patient. The instructions for use state the following: " post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
It was reported that the patient fell off skateboard and broke his radius again. The implanted plate bent. Patient was revised.